Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizures and loss of consciousness.

Event description:
It was reported that transmitter failed error occurred. On (B)(6) 2023, the patient experienced hypoglycemia due to a transmitter failed error. The patient¿s sister reported that they found the patient lying unconscious and having a seizure. When they looked at her cgm (continuous glucose monitor) device, it did not show any reading and they had to check the blood sugar manually, no bg (blood glucose) readings were reported. The patient¿s mom was there to watch over the patient and the patient¿s sister gave her an injection with glucagon. Besides this, the patient was also given mountain dew and cake. According to the sister, the patient is not stable now and is trying to get her on the transplant list. It is not known regarding which organ, and how it is related to the event. The sister declined to give any further information. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.